Event description:
Healthcare professional reported, a right-side capsular contracture, baker grade IV. Concerns with the product, "fluid surrounding the implant". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, concerns with the product, "fluid surrounding the implant".